Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total abdominal laparoscopic hysterectomy, the tip of the needle broke off into the patient's cavity and was retrieved using forceps. The handle was replaced along with the reload to complete the case. There was no patient injury.